Event description:
It was reported that after inserting the iab, while attempting to reposition the sheath and iab, the sheath separated from the hub. The assembly was removed from the pt with no problems. There were no complications.